Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report a motor error alarm, a motor position encoder error, and a high blood glucose reading of 500 mg/dl. Customer stated she can clear the alarm but then it comes back. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. Unable to verify the motor position encoder error alarm due to the motor error alarm. The pump had a cracked reservoir tube lip.